Event description:
Related manufacturer report numbers 1627487-2022-05919, 1627487-2022-05928, 1627487-2022-05929. It was reported the patient's ipg was inoperable. Surgical intervention took place wherein the ipg was explanted and replaced. During the procedure, it was noted that the extensions were twisted around the ipg due to twiddler's syndrome. In turn, one extension was explanted and replaced and the other extensions were untangled from the ipg. Postoperatively, the patient has effective therapy. Note: as it is unknown which extension was explanted, all are being reported.

Manufacturer narrative:
Date of event is estimated. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Manufacturer narrative:
A patient's ipg was inoperable was reported to abbott. The ipg was explanted and replaced. During the procedure, it was noted that the extensions were twisted around the ipg due to twiddler's syndrome. As a result, one extension was replaced and the other extensions were untangled from the ipg. Effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.